Event description:
It was reported that the pump was implanted on 10/23/97 for pain control therapy. The pump was explanted on 9/18/98 due to inadequate pain control, and/or infection. There were no further complications.